Manufacturer narrative:
Upon receipt at the boston scientific post market laboratory, the farawave pulse field ablation catheter was visually inspected, and it was observed that the catheter was returned with the slider switch deployed to flower configuration, while the spline cage remained undeployed. Functional testing was performed, and the guidewire was not able to be inserted into the catheter. Resistance was experienced during insertion, resulting in the inability to deploy the catheter and the deployment functional test could not be completed. The catheter was dissected to inspect the guidewire lumen and revealed that the guidewire lumen was delaminated from the proximal inner hypo-tube, causing the deployment issue. Additionally, the guidewire lumen was observed to be kinked.

Event description:
It was reported that prior to a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the catheter array was deployed to the basket shape the slider stopped working. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter slider switch broke when deploying to the basket shape. Prior to a pulse field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the catheter array was deployed to the basket shape the slider stopped working. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.